Event description:
A valiant stent graft system was implanted into a patient for the treatment of a 122 mm in length dissection in the descending thoracic aorta. Vessel morphology at the time of implant was reported as the proximal thoracic aorta was 36 mm in diameter, the angulation of the thoracic aorta was more than 40 degrees, and vessel tortuosity in the thoracic aorta was moderate. It was reported that the patient returned for a routine follow up. The CT revealed that there was continued disease progression, the thoracic dissection has continued down to the celiac artery. The physician has elected to monitor the patient. No clinical sequelae were reported.

Manufacturer narrative:
(B)(4).